Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The cartridge and infusion set was changed. Insulin delivery was resumed. The customer's blood glucose (bg) level was 272 mg/dl and a correction bolus was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.